Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with lead integrity alert (lia) due to increased short interval counts (sic), t-wave oversensing (twos), high lead impedance, and inhibited pacing on the right ventricular (rv) lead. The left ventricular (lv) lead exhibited twos as well. The right atrial (ra) lead demonstrated no capture, undersensing, and high thresholds. The ra and rv leads were reprogrammed; all three leads remain in use. The patient is a participant in the sls clinical study. No patient complications have been reported as a result of this event.